Manufacturer narrative:
UDI not available as product was manufactured on or before september 23rd, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, an alert for out of range, low pacing lead impedance was noted. The patient was seen in clinic for further evaluation. Upon interrogation, it was noted that there was a slight increase in lead impedance measurements. The capture threshold and sensing measurements were stable. Programming changes were made, and lead revision was discussed as the generator was nearing elective replacement indicator (eri). No patient symptoms were reported, and the patient will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2020-01354. New information received notes the physician alleged externalized conductors on the right ventricular lead and noted elevated capture thresholds on the right atrial lead. The physician capped and replaced both leads during an elective generator changeout procedure on (B)(6) 2020. The patient was in stable condition.